Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the blade that they were using sheared off from the patient's sinus cavity during the endoscopic sinus procedure last week. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the event occurred on normal sinus case and early in the case while performing a left ethmoidectomy. Bony partitions for the most part removed so the device was taking down inflamed mucosa in this region. Blade was not engaged with tissue at the time but was turned on to begin taking down tissue. When turned on the health care provider (hcp) saw a portion of the internal part of the blade disengage from and extend out perpendicular from the external suction housing. Noting this the hcp stopped the debrider and pulled out the instrument from the nose along with the fractured piece. The hcp instructed the or nurse and scrub to remove and tag the blade and requested another blade of the exact same specifications. This was not the first time the hcp used the debrider during this case. The hcp took down a portion of the anterior ethmoid mucosa without any difficulties prior to its malfunction. All the pieces of the blade was retrieved from the patient's sinus. There was a 10 minutes delay to the procedure to get a replacement blade. The procedure was completed with the same type of blade. The blade was used in soft tissue only. There was no patient injury or harm.